Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient that was generated by the unicel dxc 600i access immunoassay system used in conjunction with the access accutni reagent (lot # (B)(4)). The erroneous results were reported out of the laboratory. The patient was admitted to the hospital and had an EKG and x-ray performed due to the elevated accutni results. Both tests resulted normal. A subsequent serial draw and repeat testing of the original sample was performed on an alternate methodology which produced discordant, lower results within the normal reference range. The results provided by the customer are shown this report.

Manufacturer narrative:
Per the customer supplied data, the accutni samples were collected in both a lithium heparin plasma tube and a serum tube with a gel separator. The samples were centrifuged for 10 minutes at 3000 rpm. All three levels of the customer supplied accutni qc data dated from (B)(6) 2012 through (B)(6) 2012 were reviewed. All accutni qc values for the three levels of qc were within the customers established ranges for the timeframe provided. Qc is performed once per shift. The customer supplied accutni calibration curve from (B)(6) 2012, was also reviewed. The calibration curve was accepted as passing and had acceptable %cvs. The customer also supplied a routine system check that was performed prior to the event on (B)(6) 2012, which passed within instrument specifications. A bec field service engineer (fse) was not dispatched for this event as the customer is not questioning instrument performance at this time. The customer sent one of the patient's samples to customer product line support (cpls) for additional testing. The cpls testing confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase, which is the root cause for this event.